Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Microscopic inspection of all three lead ports found no anomalies. The device header was found to be slightly loosened from the case with several scratches noted on the front portion of the case. High powered microscopic inspection of the header, case, and the adjoining surfaces between the two indicated that the header had been properly attached to the device. A review of the device memory found no resets and all the impedance data from the last year showed all normal values. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis concluded that the header of this device most likely became loose as a result of the explant procedure and not while the device had been implanted.

Event description:
Boston scientific received information that during a normal device replacement, difficulties were encountered when removing this cardiac resynchronization therapy pacemaker (crt-p) from the pocket. The device header was firmly attached to the surrounding tissue and the physician reporting having to use more finger dissection and tugging than usual to remove it. Once the device was removed from the pocket, it was noted that the header had been loosened from the device case, but it was still attached by the wires. The physician noted that the header did not appear to be loose before it was explanted but could not be completely sure. It was also reported that the device had actually been implanted subcutaneously rather than under the pectoral muscle as stated in the patient's records. No adverse patient effects were reported. The crt-p will be returned for laboratory analysis.

Manufacturer narrative:
Once the crt-p has been returned and analysis completed, this report will be updated.